Event description:
The report from the affiliate indicated that twenty six (26) days after the index procedure the pt went into ventricular fibrillation (vf) while before re-admitted. The pt was noted to have a decrease in blood pressure and st segment depression. Coronary angiography was done and thrombus was noted in the previously implanted cypher stent. The target lesion involved was the mid left anterior descending no thrombus was noted in the previously implanted cypher stent. The target lesion involved was the mid left anterior descending (lad) artery. Aspiration of the thrombus was done, although no thrombus was aspirated. Balloon angioplasty was done with a 3.0/20 mm balloon at 16 atm, inflation time unk. The pt's schduled discharged date from the hosp is reported to be mid june. The physicians comment regarding the probable cause of the sub acute thromosis (sat) was because the pt went into vf and the decrease in bllod pressure. The index procedure was an emergent case due to acute coronary syndrome (acs)> lesion# 1-1: the target lesion (s) were the left main trunk (lmt)/proximal lad, and the proximal circumflex. The lesions were reported to be: eccentric, not calcified, 15 mm in length, a proximal or introitus lesion, and type c. The lesion were pre-dilated with a 3.0/20mm balloon at 6 atm for 20 sec. A cypher 3.0/23 mm stent was deployed at 20 atm for 20 sec in the lmt/proximal lad lesion. A second cypher 3.0/18 mm stent was deployed at 20 atm for 20 sec in the proximal circumflex. The stents were placed in overlapping fashion using the kissing stent method. Post-dilitation was done with a 3.0/20 mm balloon at 20 atm for 20 sec. Ivus was not done. The flow pre-procedure was timi 0 and post-procedure was timi 3. The residual stenosis was 0%. Lesion #1-2: the target lesion (s) were reported to be the mid/distal lad. The lesions were reported to be: a chronic total occlussion (cto), de novo, not a bifurcation lesion, absent of pre-existing clot, not calcification, not tortuous, 55 mm in lenth, and type c. The lesion were pre-dilated with a 3.0/20 mm balloon at 6 atm for 20 sec. A cyphe 3.0/33 mm stent was deployed at 20 atm for 20 sec. A second cypher 3.0/28 mm stent was deployed at 20 atm for 20 sec in overlapping fashions. The stents were post-dilated with a 3.0/20 mm balloon at 18 atm for 20 sec. The flow pre-procedure was timi and post-procedure timi 3. Ivus was not done. The residual stenosis was 0%. An act was not recorded. Intra-procedure medications were: aspirin 81 mg/day, heparin 7,000 units, and ticlid 200 mg/day. Post procedure medications were: aspirin 81 mg/day, and ticlid 200 mg/day.